Event description:
On (B)(6) 2009, while in unconscious state of a bad case of pneumonia, (B)(6) placed without my consent a gunther tulip femoral icv cava filter in me. They then declined to inform me in any medical records it was in now. Now discovered, in an unrelated hospital visit to same hospital, device was found migrating caudally towards my spine. A barrage of symptoms and months and months of denial by hospital; no doctor would see me. Today (B)(6) 2014, I am on my way to (B)(6) for a reading or MRI to see about plan of major surgery to get this thing out of me. I will be one of the longest cases of retrial attempts ever, with death being stated as a relevant possible side effect. Please contact me for more information. I am on my way to (B)(6) this morning. It is just to upsetting to continue in detail at this time. I want to know if you wish to follow the retrieval process attempt that lies ahead. Thank you, (B)(6). Hospital denies any record of any number on this device, over and over stating it was an item off their shelf.